Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardioverter defibrillator exhibited a shortage when trying to deliver therapy. The patient was scheduled for a device replacement. Prior to the procedure it was noted that the right ventricular exhibited high impedance. The device was explanted and replaced. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of high voltage (hv) defibrillation anomaly was confirmed through review of the device data. Functional testing was performed, and the device showed normal function. The cause of the reported event was unable to be determined.